Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip was broken" at 24 minutes and 57 seconds and 159,135 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #344a, serial # (B)(4). The fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tube exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.